Manufacturer narrative:
Exemption number: (B)(4). Instradent USA, inc is submitting the report on behalf of neodent - jjg.c

Event description:
(B)(4) - the dentist reported that 1.5 months after the dental implant was installed in patient's mouth it was verified its non-osseointegration. Immediate load was performed. The patient presented poor bone quality/quantity.